Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 374 mg/dl and 411mg/dl but caller states her blood is usually in the 170's. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).